Event description:
Baxter UK reports child was filled with 400 ml of prime solution before starting the apd treatment. (Prescribed fill volume on the machine was 200 ml.) Pt mother reported she was distracted at set up and connected the child prior to prime. The child screamed and the mother immediately performed a manual drain. No medical intervention was required and no pt injury resulted.